Event description:
It was reported that the relief valve was out of range during an annual check. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was returned for evaluation and was found to be in good physical condition. After visual inspection, functional testing was performed, turning on the following stations: g:02367-cz, g:02337-cz, g:02468-cz, g:02514-cz, and g:02371-cz. The device failed the relief test on the child setting, tidal volume test, and leak test. The customer's indicated failure was duplicated and confirmed, and the root cause was found to be the relief valve over limit. As a result, the relief valve will be replaced and the selector disc will be cleaned or replaced if needed. After repair the device must pass all functional tests before it will be shipped back to the customer. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.